Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient had surgery on her left vocal cord due to the vns device. The issues have resolved and the device is being turned back on today. The vocal cord paralysis was attributed to the patient's implantation surgery in october. The device was not turned on until after the patient saw the ent and had the vocal cord surgery. The device was turned on to low settings on (B)(6) 2016. The diagnostic results were within normal limits.